Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank and frozen display. The customer's blood glucose value was 8.4 mmol/l. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated display did return after insulin pump restart. Alarm occurred during the time that the buttons were not responding. Customer was unable to successfully clear the alarm. Customer insert battery and alarm appeared during blank display troubleshooting. Customer advised the insulin pump will need to be replaced and advised to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify frozen screen anomaly and keypad unresponsive or button error alarm due to display anomaly. Peeled off keypad overlay and no damage noted on keypad traces.